Event description:
It was reported to philips that there was no image on the flexvision screen. After a second restart it was working fine. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a procedure was performed when the incident happened. The procedure was procedure was completed as planned on this system. The philips remote service engineer (rse) analyzed the system remotely and verified that there was no image on the flex vision screen. After reviewing the log file, rse found that flex viewing pc hardware has an issue. Rse suggested the customer reinstall the flex vision pc, customer restarted the system twice. After restarting the system twice, the issue was temporarily resolved. On 20th december 2023 this issue re occurred and fse replaced flex vision pc. After replacement of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was changed.